Event description:
It was reported that an expired duragen was implanted in the pt on (B)(6) 2012. The hospital staff then noticed that the product expiration date was 02/2012. No pt injury was reported. Additional clinical information was received on 04/05/2012 with the following information. A (B)(6) female pt underwent a l2 to l3, t10 to sacrum fusion with instrumentation. Duragen was implanted on the pt's "right side". It was confirmed that there was no pt injury. It was discovered that the implanted product was expired when the registered nurse (rn) noticed it during documentation. The rn notified the physician's assistant (pa) in the operating room (or) and called the medical doctor (md). When it was discovered that the product was expired, the pt was given "48 hours antibiotics". Pt outcome was reported as "no evidence of infection".

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.